Event description:
The customer reported that while running an hcv assay, summit sample handler, did not pipette the correct amount of reagent in well positions b1, b2, e3 and e4 and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.